Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown mrh stem. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient surgeon reports via the sales rep that the stem was observed to be fractured during hinge revision surgery. The customer reported that the revision surgery was required due to alleged loosening of the implant. The customer reported that the alleged fracture is located at the junction between the offset bolt and femeral boss. The customer reported that due to the alleged fracture, the procedure was more difficult and delay of less than 30 minutes resulted.

Event description:
Patient surgeon reports via the sales rep that the stem was observed to be fractured during hinge revision surgery. The customer reported that the revision surgery was required due to alleged loosening of the implant. The customer reported that the alleged fracture is located at the junction between the offset bolt and femoral boss. The customer reported that due to the alleged fracture, the procedure was more difficult and delay of less than 30 minutes resulted.

Manufacturer narrative:
An event regarding an offset adaptor fracture involving a duracon femoral stem extender was reported. Based on the limited clinical information provided, there is no evidence or allegation that the femoral stem extender contributed to the reported femoral offset adaptor fracture.